Event description:
It was reported that the patient was positioned for a left-side up lateral approach for an oblique lumbar interbody fusion (olif) 4/5, 5/1 procedure to be backed up with supplemental percutaneous posterior fixation. Access to the 4/5 space was gained per technique description, disc was incised and removed, cage placed. While access was attempted to the 5/1 space it was noted that a vessel was overlaying the disc. Care was taken to avoid this vessel. However, while positioning blades, a vascular injury on the patient's left side occurred. Incision was opened, wound explored, and attempts were made to control the bleeding via various techniques - endovascular stenting, open ligation, etc. The patient's prognosis is unknown at this time.

Manufacturer narrative:
(B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.